Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. Every successful charge observed in the log resulted in the delivery of energy by pressing the shock button. There were multiple instances of a "fully release" message in the log which is not an indication of a device malfunction. Per the r-series operators guide, the r-series unit can be configured to display the text prompt fully release, which reminds rescuers to lift (fully release) their hands from the patient's chest during compressions to allow full recoil. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated the suspect device was able to discharge using the original pads after five to ten minutes. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.